Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated to determine the last 3 lots shipped to the reporting customer in the 6 months prior to the procedure date. A review of the device history records was performed for the packaging and component lots obtained through the shr for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. The complaint of a cracked hub was confirmed through photographs provided and examination of the returned device. The likely root cause for the crack is an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contains caution that "repeated overtightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (B)(4).

Event description:
As reported by angiodynamics' distributor in the (B)(4), indwelling bioflo PICC was removed due to a cracked hub. PICC was being used for the delivery of tpn. No patient injury or complications were reported.